Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that in (B)(6) 2018, the patient started feeling intermittent sudden increased stimulation when sitting, standing and lying down. Impedances were checked and were found to be within normal limits. The ins pocket site was examined and the ins was in the appropriate position and did not appear to be loose. They were redirected to the doctor and to reprogram the position range settings: upright from xs to s and lying from l to xl. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-mar-26. It was reported that the rep reprogrammed the device and the issue was resolved. The rep noted that the cause of the issue was most likely the transition zone as this is what was adjusted, and it fixed the issue. There were no further complications reported or anticipated.